Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support regarding alerts and high blood glucose while using the ilet system, then ended the call, and subsequent attempts to obtain blood glucose details were unsuccessful. Symptoms included hyperglycemia. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included attempts to conduct troubleshooting and education with the user and caregiver, which were incomplete due to lack of contact. Investigation of this case revealed insufficient information to identify a device malfunction, component issue, or use-related factor, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable due to limited information.